Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain. The cause of peritonitis was unknown it was reported that two weeks prior to the diagnosis of peritonitis, the patient experienced intermittent abdominal pain. The patient eventually visited the hospital when abdominal pain became severe and was diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics intraperitoneally (doses, routes and frequencies were not reported). At the time of this report, antibiotics was ongoing and the patient was reported to be "doing better". Pd therapy was ongoing. No additional information is available.